Manufacturer narrative:
Site sample status was not received. Batch n27812 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion was as follows the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the consumer getting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale was an evaluation of the complaint history confirms that this is the first complaint for the sub adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Corrective action: if thermal oos were identified the corrective action process would be followed: sop 54615 production quality control - cap procedure and form 45377 thermacare corrective action procedure (cap) - individual cell temperature high/low. A cap is established by the site quality authority for each formula card requirement (including thermal testing). Caps provide a means to conduct limited root cause analysis as well as re-sampling and retesting procedures to establish a lot's quality or to isolate out-of-specification product. The cap associated with a hot cell (form-45377) requires a resampling of 10 wraps from the surrounding hours production for extra thermal testing as a means to justify the accepting or rejecting of the product from that time frame. Preventive action: this type of event would be detected by the thermal testing. This particular oos does not require product isolation per form-45377. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c- 41.6°c) per spec-23451, effective: 04-feb-2016. This batch has been reviewed from a manufacturing perspective. Other than the two investigations noted lir-1436289 and ER-1436330 there are no other site investigations associated with this batch.

Event description:
Event verbatim [preferred term] burn [thermal burn], , narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 49-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number n27812, expiration date 28feb2019, ndc number: 0573301003, upc number: 305733010037, from 16oct2016 to an unspecified date at an unknown frequency for back pain. Medical history included neuropathy from an unknown date and unknown if ongoing, heart problem/heart disease from an unknown date and unknown if ongoing, reflux from an unknown date and unknown if ongoing. Concomitant medication included metoprolol tablet for heart problem, omeprazole (prilosec) for reflux, lisinopril for heart, gabapentin for neuropathy, furosemide (lasix) for a water pill. The patient previously took capsaicin before about five years ago and experienced no adverse effect; and used thermacare heatwraps probably about a year ago, just one use and experienced no adverse effect. The patient was calling about the thermacare heatwrap advanced back pain therapy and she got the burn with this thing on (B)(6) 2016. The patient stated that no one prescribed her the thermacare heatwrap advanced back pain therapy. She used it for the first time yesterday (on (B)(6) 2016 at 12:15pm. The patient stated that when she took it off yesterday (B)(6) 2016 evening at 6:30 and she noticed the burn. The patient used the wrap for "6 hours". The patient put some cream on it so it looked a little better but it was still red. She stated that she put some burn cream on it i.e. "Silver sulfadiazine (ascend)". The patient did not have poor circulation or diabetes. She did have heart disease. She did not have difficulty feeling heart or pain on her skin. She classified her skin tone as medium. She did not have sensitive skin or any abnormal skin conditions. She did not use the wrap while sleeping, she had her shirt over it. She did not apply pressure over the wrap she was just sitting. She did not exercise while using the wrap. Laboratory test was none. The action taken with thermacare heatwrap was permanently withdrawn. Therapeutic measures taken as a result of burn included "silver sulfadiazine (ascend)" which she had at home. The outcome of event was resolving. According to product quality complaints, reasonably suggest device malfunction was no. Severity of harm was not applicable. Site sample status was not received. Batch n27812 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion was as follows the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the consumer getting receiving a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, thermal records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale was an evaluation of the complaint history confirms that this is the first complaint for the sub adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Corrective action: if thermal oos were identified the corrective action process would be followed: sop 54615 production quality control - cap procedure and form 45377 thermacare corrective action procedure (cap) - individual cell temperature high/low. A cap is established by the site quality authority for each formula card requirement (including thermal testing). Caps provide a means to conduct limited root cause analysis as well as re-sampling and retesting procedures to establish a lot's quality or to isolate out-of-specification product. The cap associated with a hot cell (form-45377) requires a resampling of 10 wraps from the surrounding hours production for extra thermal testing as a means to justify the accepting or rejecting of the product from that time frame. Preventive action: this type of event would be detected by the thermal testing. This particular oos does not require product isolation per form-45377. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c- 41.6°c) per spec-23451, effective: 04-feb-2016. This batch has been reviewed from a manufacturing perspective. Other than the two investigations noted lir-1436289 and ER-1436330 there are no other site investigations associated with this batch. Follow-up (25nov2016): follow-up attempts are completed. No further information is expected. Follow-up (17oct2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (02apr2020): new information received from product quality complaints included: investigation results. No follow-up attempts are needed. No further information is expected.

Event description:
Burn [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number n27812, expiration date feb2019, ndc number: 0573301003, upc number: 305733010037, from (B)(6) 2016 to an unspecified date at an unknown frequency for back pain. Medical history included neuropathy from an unknown date and unknown if ongoing, heart problem/heart disease from an unknown date and unknown if ongoing, reflux from an unknown date and unknown if ongoing. Concomitant medication included metoprolol tablet for heart problem, omeprazole (prilosec) for reflux, lisinopril for heart, gabapentin for neuropathy, furosemide (lasix) for a water pill. The patient previously took capsaicin before about five years ago and experienced no adverse effect; and used thermacare heatwraps probably about a year ago, just one use and experienced no adverse effect. The patient was calling about the thermacare heatwrap advanced back pain therapy and she got the burn with this thing on (B)(6) 2016. The patient stated that no one prescribed her the thermacare heatwrap advanced back pain therapy. She used it for the first time yesterday (on (B)(6) 2016) at 12:15pm. The patient stated that when she took it off yesterday ((B)(6) 2016) evening at 6:30 and she noticed the burn. The patient used the wrap for 6 hours. The patient put some cream on it so it looked a little better but it was still red. She stated that she put some burn cream on it i.e. "Silver sulfadiazine (ascend)". The patient did not have poor circulation or diabetes. She did have heart disease. She did not have difficulty feeling heart or pain on her skin. She classified her skin tone as medium. She did not have sensitive skin or any abnormal skin conditions. She did not use the wrap while sleeping, she had her shirt over it. She did not apply pressure over the wrap she was just sitting. She did not exercise while using the wrap. Laboratory test was none. The action taken with thermacare heatwrap was permanently withdrawn. Therapeutic measures taken as a result of burn included "silver sulfadiazine (ascend)" which she had at home. The outcome of event was resolving. Follow-up (25nov2016): follow-up attempts are completed. No further information is expected. Follow-up (17oct2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.